Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and dried contrast on the polymer coating. The guide wire had separated 7.5 cm proximal to the tipball. There was a kink in the core 3.4 cm proximal to the tipball causing the tip to be in a hook shape. There was no other damage noted to the guide wire. The guide wire was sent to scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive bending beyond its design limit causing the tip to detach. Normally, for the guide wire to fail due to this type of overload, some portion of the guide wire tip would have to be trapped either in the anatomy or in another device, while excessive bending force was applied. From the incident description, the mechanism of how the tip became trapped and how force was applied was not described, but the sem shows the failure mode was from bending overload. In this case, the root cause appears to be from circumstances during the procedure, but the cause is unk due to the limited incident info. The failure appears to be related to the circumstances experienced during the procedure and not a quality issue in either materials or workmanship. This case is considered closed by the product performance group.

Event description:
Reporting status: serious injury, reporting rationale: separated guide wire requiring medical intervention, device issue: separated guide wire; it was reported that the guide wire tip, approx 8 cm, separated in the guiding catheter. The separated piece was removed from the catheter by inflation of a dilatation balloon. No patient effects were reported. No add'l event or patient info is available.